Event description:
It was reported that the pt experienced a loss of therapeutic effect and shocking sensations after bending down. The pt had experienced tripping and falling prior to the stimulation changes. It was also reported that the pt's device was turning itself off and would not communicate with the pt programmer. Additional information received reported that an impedance check revealed an open circuit which led to the turning off of the implantable neurostimulator (ins) until a revision was possible. A lead and extension revision was performed. Both the leads and extensions were removed and replaced. The pt received good stimulation in recovery.